Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and analysis results revealed normal battery depletion. We did receive performance data collected from the device and have analyzed the data. Battery voltage - pre/approaching eri. Ramware version 8 installed on (B)(6) 2011. Battery voltage was 2.69 v which means eri is imminent and should trip within 3 days of the ramware install.

Event description:
It was reported that an interrogation of the device showed an elective replacement indicator was triggered. Premature battery depletion suspected. It was also reported that there was high output and low impedance on the right ventricular lead. The lead was capped and replaced. The device was extracted and replaced. No patient complications were reported as a result of this event.